Event description:
The reported event occurred as part of routine testing. No patient was involved.

Manufacturer narrative:
Additional information b5 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147., corrected data: h6 evaluation code results.

Manufacturer narrative:
Additional information: concomitant medical products, evaluation codes, additional narrative. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damaged. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy -11% was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. According to the investigation, the pump's expulsor will be trimmed in order to bring the delivery in normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-11.00%." No adverse effects were reported.